Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 10/30/2016 the reporter contacted animas alleging an unspecified inaccurate delivery issue. Details were not provided and troubleshooting could not be completed. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.